Event description:
Pt was being fed via a nasogastric tube, which was replaced with dobhoff feeding tube with stylet. Dobhoff was placed and tray obtained to confirm placement, stylet removed and tube feedings resumed at 30cc/hr. Approximately 2 hours later, patient's respiratory status deteriorated. Repeat tray revealed dobhoff tip in left mainstem bronchus.